Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In previous report section b5 was captured incorrectly and corrected section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging fatigue, asthma, lung pain and skin irritation related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. ( in the previous MDR both adverse events and product problem was checked .) Section b2 was corrected to blank. ( previously, it was other serious or important medical events.) Section h1 was corrected from serious injury to malfunction. Section h6 health effects - clinical codes were updated and health effects - impact code was corrected.